Event description:
Vns patient underwent two revision surgeries post-vns implant. The first revision surgery occurred approximately 7 weeks post-implant, at which time the placement of the pulse generator was revised due to pain. The second revision surgery occurred less than 2 weeks later due to protrusion of the lead wire. The lead wire was not exposed through the skin. Prior to the lead revision surgery, the surgeon indicated that he planned to try to feed some of the excess lead wire toward the vagus nerve area. The surgeon reportedly believed that the lead was pulling too tightly on the vagus nerve because the pt was experiencing limited neck motion. The pt did not experience any tenderness at the incision sites for the first week post-implant, but that pt began to experience extreme tenderness at both the neck and chest incisions during the second week after implant surgery. The pt was seen by treating neurosurgeon two weeks post-implant, at which time there were reportedly no signs of infection. The pt was prescribed keflex postoperatively, but indicated that pt did not like it and had discontinued taking it prior to this office visit. Neurosurgeon prescribed augmentin at this office visit. Stimulation was initiated at this office visit. The pt was seen again approximately three weeks later, at which time treating neurologist indicated that pt was doing well. Two and one half weeks later, the pt underwent the first revision surgery, during which the generator placement was revised due to pain. Device settings were adjusted 5 days later, at which time the normal mode output current was increased to 1.0ma. After the parameter increase, the pt complained that "pt could feel the stimulation on the outside of pt's body" and that "pt's voice sounds as if pt is speaking through a fan." Two days later, device settings were decreased and device diagnostic testing was within normal limits, indicating proper device function. Normal mode output current was decreased from 1.0ma to 0.25ma and magnet mode output current was decreased from 1.25ma to 0.5ma. Four days later, the pt underwent the second revision surgery due to protrusion of the lead wire under the skin. Review of manufacturing records for the pulse generator revealed no anomalies that would adversely effect device performance and confirmed sterilization of the device. Investigation to date has been unable to determine the cause of the reported events.

Event description:
Further follow-up revealed that the pt no longer feels tightness in the lead wire. Neurologist indicated that since the device output current was increased to 1.0ma the pt reported that she occasionally feels short of breath with device stimulation. Neurologist indicated that device output current may be decreased if the pt continues to experience shortness of breath with device stimulation. Neurologust also indicated that the patient is currently experiencing good seizure control.